Event description:
It was reported that the bladder of a two day infusor ruptured. The malfunction was identified 40 hours after infusion was started on the patient. The infusor had been filled with 98ml of an unknown drug solution manually using a syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection determined that the bladder was intact. The evaluation could not confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.